Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found a mechanical defect - the camera button came off. The fse replaced the ssc footrest assembly. After replacement, the system was retested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ssc footrest involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint. In house testing found that the ssc footrest assembly camera foot pedal was broken. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error faults related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to the broken surgeon side console (ssc) foot pedal. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon side console (ssc) foot pedal broke. The customer grabbed another ssc and continued with the procedure. The ssc was swapped out before the customer called the isi technical support. The procedure was converted to another da vinci with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.